Event description:
It was reported that patient underwent total hip arthroplasty procedure utilizing a cup inserter on (B)(6) 2012. During the procedure, the inserter fractured inside the acetabular cup upon extraction. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."